Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown) feasibility of the hinotori¿ surgical robot system in right colectomy: a propensity score matching study / yoshiaki fujii, hiroyuki asai, shuhei uehara, akira kato, kaori watanabe, takuya suzuki, hajime ushigome, yushi yamakawa, hiroki takahashi, shuji takiguchi / surgical endoscopy (2025) 39:4006¿4016 / https://doi.org/10.1007/s00464-025-11771-9 / published online: 12 may 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 88 cases of robotic right hemicolectomy was completed between 2020 and 2024. Branded products were used only in the hinotori robotic procedures. Sonicision was used for vessel transection. One undescribed complication was reported. No interventions were described; however, it was mentioned that no reoperations were required.